Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, nine days after a sigmoid colon resection procedure, the staple line had a hole and leaked. A washout procedure and oversew was done to resolve the issue and the patient's hospitalization was extended.